Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect infusion set. Tandem technical support made multiple follow up attempts with the customer to identify if any issues were identified with the infusion set upon removal, however, no response received.